Event description:
On (B)(6) 2012, it was reported to us that a patient had developed loosening of the femoral component of the knee implant. Date of initial surgery was (B)(6) 2007. Revision surgery was performed to correct issue.

Manufacturer narrative:
On (B)(6) 2012, it was reported that a patient had experienced loosening in the femoral component of the implant and revision surgery was performed. The tibial insert was returned to us for evaluation, and the evaluation indicated no unusual wear patterns. However, the femoral component was not returned to us for evaluation. As such, a root cause of the incident cannot be fully determined. No prior incidents of this nature have been reported to us. As such, no further action is currently indicated. If the femoral component is returned to us, it will be evaluated and any actions will be taken accordingly.